Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a signal artifact monitor (sam) event due to electromagnetic interference (emi) on both the right atrial (ra) and right ventricular (rv) leads. Technical services (ts) reviewed the case and was considering programming changes. This crt-d remains in service. No adverse patient effects were reported.